Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 0, with no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.